Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and was currently out of warranty, with no additional information on corrective actions or outcomes provided.